Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to (B)(6) on (B)(6) 2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was inserted. The placement procedure lasted 20 minutes. She had complications during insertion and the placement was painful. It was reported that the consumer almost fainted due to the pain and was nauseous and dizzy. At the same month of placement, the patient complained about heavier menstruation and an unexplainable hot-cold feeling. Two months after insertion she started experiencing pain in abdomen, cramps, tailbone (previously broken) pain, dizziness, nausea, tiredness, and insomnia. The influence of essure in her daily life included work-related problems. It was stated that she contacted a doctor. Treatment was performed and an iud was placed, with no effect, allergic reaction, and it was removed again. The consumer reported problems blamed on hormonal complaints, and therefore also iud was placed. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and almost fainted. This event is listed in the reference safety information for essure. Fainting or vasovagal response may occur on the day of essure procedure. Based on its nature, causality between the reported event and essure use cannot be excluded. Since this event led to work-related problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Quality safety evaluation received on 29-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-oct-2016 for the following meddra preferred term: presyncope. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a d female consumer who had essure (fallopian tube occlusion insert) inserted and almost fainted. This event is listed in the reference safety information for essure. Fainting or vasovagal response may occur on the day of essure procedure. Based on its nature, causality between the reported event and essure use cannot be excluded. Since this event led to work-related problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information could be obtained.